Event description:
On the (B)(6) 2015 a customer reported to beckman coulter the generation of low sodium patient results their au5800 clinical chemistry analyzer. The results were not reported from the lab and there was no report of change to patient treatment. The customer stated the qc ran was within specification.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to investigate the issue. Fse completed the following remedial actions: the sample probe was replaced, all ion selective electrode (ise) reagents were replaced, all syringes, electrodes, and tubing were also replaced. There were no further issues reported after these fse activities. The actual cause was not determined as multiple parts were replaced. No specific failure was determined. (B)(4).